Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the distal stent loops were deployed. The shaft was kinked proximal to where the stent had been crocheted, proximal to the silastic tubing. A visual examination found that the there were no issues with the crocheting of the stent that could cause a restriction. During analysis there was no issue in retracting the deployment thread and fully deploying the stent. From the information available this device appears to have been used per the directions for use/product label. There have been no other similar complaints reported for this batch. As it was possible during analysis to fully deploy the stent without any resistance, this event has been assigned the most probable root cause of operational context. Based on the investigation results of partial deployment, this event has been deemed a reportable event.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during an airway stent placement procedure performed on (B)(6), 2010 ((B)(6) male; weight unknown). According to the complainant, an ultraflex tracheobronchial stent was being placed as a palliative measure to treat a tumor in the patient's airway. The patient's anatomy was slightly tortuous and a .035 pulmonary jagwire was used to position the delivery system in the patient's right main bronchi. The jagwire was removed and the physician attempted to deploy the stent. When the physician pulled the deployment suture, the delivery system bowed and the catheter kinked. The stent was not able to be deployed and the delivery device was removed from the patient. The procedure was successfully completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Although the complainant reported that the stent had not partially deployed, boston scientific's inspection of the device found the stent had been partially deployed. Based on the investigation results of partial deployment, this event has been deemed a reportable event.